Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had not used or charged the ins in 3 years and that it was in overdischarge. Due to the overdischarge the system was not controlling their pain. The patient stated that the met with someone 3 years prior to the report but they were unable to charge the ins. The patient was redirected to their managing physician to address the issue. No further complications were reported. Additional information received from the hcp reported that the stimulator stopped providing relief and that they wanted the ins remo ved. The hcp felt that the risks of removal outweighed the benefits so the patient agreed to leave the ins in place. No further complications were reported.